Manufacturer narrative:
H3: one device was received for evaluation. No damage or other visual defects were detected in the returned sample. The returned sample was evaluated by introducing distilled water with a syringe to verify that the liquid flowed correctly. Testing of the device identified that the y connector exhibited a crack, which led to leakage confirming the failure mode reported. The reported failure mode will continue to be monitored and if a trend is identified an investigation will be reopened.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while the normal saline was being flushed, a leaking was noticed at the point of bifurcation of the device. The nurse stopped the infusion procedure and de-accessed the port. The nurse then re-accessed the port with a new huber needle. It was noted that there was no more leaking on the device for the duration of the patient's hospitalization. The original intended procedure was sodium bicarbonate for urine ph running at ordered rate. There was patient involvement, but unknown patient harm/adverse event reported.